Manufacturer narrative:
Investigation: review DHR inspect returned samples *analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/27/2021 under wo's #306410, & 305111 and shipped on 9/10/2021. Manufacturing record review: DHR's 306410 & 305111 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on RMA 325822 and received 12/21/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Unit was found to randomly have 'pad loose' indicator go on in all modes. Additionally, the unit was tested and found to have rf leakage error in coag. Root cause: no definitive root cause for this issue could be reliably determined at this time. Based on the information available this finding suggests a potential for a design related issue best evaluated by tech ops. *correction and/or corrective action the customer was provided with a new generator. This unit was retained for further evaluation by tech ops. No corrective actions required at this time. Coopersurgical will continue to monitor this complaint condition for trends. No training required at this time.

Event description:
This past week, I was notified of a leep unit that malfunctioned at one of our clinics, so, I went down to see if I could troubleshoot the issues. Apparently, the unit was firing intermittently, and not staying on when being triggered by the user. I went to see if I could replicate the issue and yes indeed it malfunctioned for me as well. The only part that is defective is the leep generator itself. The vacuum works fine and purges without issue. From surgeon: I wanted to follow-up about the leep machine malfunction. Unfortunately the machine worked for 1/4 of the procedure only. As a result I had to use a scissors to free my incomplete specimen and was unable to use cautery at the base resulting in delayed and less than desirable hemostasis. I begin keeps away from the high grade area so this patient now has a delay in treatment and remaining high grade dysplasia. Invoice #: (B)(4).

Event description:
This past week, I was notified of a leep unit that malfunctioned at one of our clinics, so, I went down to see if I could troubleshoot the issues. Apparently, the unit was firing intermittently, and not staying on when being triggered by the user. I went to see if I could replicate the issue and yes indeed it malfunctioned for me as well. The only part that is defective is the leep generator itself. The vacuum works fine and purges without issue. From surgeon: I wanted to follow-up about the leep machine malfunction. Unfortunately the machine worked for 1/4 of the procedure only. As a result I had to use a scissors to free my incomplete specimen and was unable to use cautery at the base resulting in delayed and less than desirable hemostasis. I begin keeps away from the high grade area so this patient now has a delay in treatment and remaining high grade dysplasia. Leep precision generator lp-20-120 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.